Event description:
Caller reported a cartridge alarm 20 issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump, as it was out of warranty. The caller expressed interest in obtaining an out-of-warranty loaner pump.